Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels greater than 1000 mg/dl, resulting in diabetic ketoacidosis (dka), loss of consciousness, and hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring hospitalization, intensive insulin therapy, and fluid replacement and is consistent with the reported hospitalization and treatment. Review of available information identified that the user awoke with elevated glucose values and subsequently developed thirst, nausea, and repeated vomiting. The user reported no recent food intake and did not observe any abnormalities with the infusion set or supplies. The user subsequently lost consciousness and later called emergency medical services after regaining consciousness. Emergency medical services reported a fingerstick blood glucose value greater than 500 mg/dl, and the hospital reportedly measured a blood glucose value greater than 1000 mg/dl upon admission. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction or inaccurate insulin delivery. Based on available information, no device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.